Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. The device was verified to have gone through acceptable sterilization processes following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors that may include hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issue affecting implant safety or effectiveness, the implanted products are not identified as the source or contributing to the reported infection. The root cause of the patient's infection was determined to be traced to non-device related factors. The surgeon additionally reported the patient was non-compliant, however, it is unknown if the patient's non-compliance contributed to the reported issues. Therefore, a definitive root cause could not be determined for the patient's tendon rupture and instability. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface right 11mm catalog #: 42522100811 lot #: 66239534, persona stemmed tibial component size e right catalog #: 42532007102 lot #: 67030529, persona all poly patella 32mm catalog #: 42540200032 lot #: 66781412. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to pain and swelling from infection, as well as instability approximately four (4) months post-operatively. During the revision, it was identified that the patient instability was the result of a ruptured quadriceps tendon. All components were revised and replaced. Attempts have been made, however, no additional information is available.